Event description:
A customer reported getting error messages "2239 bf probe 1 purge failure" and "2240 bf probe 2 purge failure" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse confirmed the complaint by reviewing the error logs and while troubleshooting over the phone, the customer reproduced error by attempting a daily check run. The customer did not find any leaks, but there were excessive bubbles in the wash line. Fse instructed the customer to prime manually to purge all bubbles from the wash line. The customer ran a routine prime which completed successfully without errors. The customer performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event is due to bubbles inside the washer lines.